Event description:
It has been reported to philips that the wireless footswitch intermittently did not trigger x-rays. The system was in clinical use at the time of the reported event. The procedure was completed using a wired footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event, the customer switched to wired footswitch before they began procedures with the subsequent patients. The issue was pre-occurred, and the cause of the reported problem was that the footswitch was left on all night and not plugged into ac to charge batteries. The issue was resolved by plugging the footswitch into ac to charge the battery. For the present problem, the philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch intermittently did not trigger x-rays. Upon troubleshooting, fse found that problem was with the wireless connection. To resolve the issue, fse replaced the wireless footswitch. The defective wireless footswitch was returned to philips for failure analysis, and the cause of the failure was found to be paint damage, missing anti-slip, and loose brackets. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.